Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was not able to send information from meter to insulin pump. It was found that meter ID was not correct. Customer's blood glucose was 37 mg/dl. Settings were adjusted. Customer declined transfer to helpline.